Event description:
Healthcare professional reported left side rupture and "three solid nodules . Compatible with fibroadenomas", which is not device-related. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.